Event description:
Boston scientific received information that this patient twiddled their device, causing both the right atrial (ra) lead and right ventricular (rv) lead to dislodge.the atrial lead was not pacing as required as a result. Both leads were explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.